Event description:
Major pump unit(s) involved: device thrombosis.lvad cannulae.specific component(s) involved: inflow valve; outflow valve;no flow. Causative or contributing factor: no specific contributing cause identified.intervention(s): none.implant device type: lvad.

Event description:
Major pump unit(s) involved: device thrombosis.specific component(s) involved: inflow valve; outflow valve.